Event description:
It was reported that the right ventricular [rv] lead was oversensing, was not capturing in unipolar or bipolar pacing configurations and noise was present. It was also reported that the rv lead appeared fractured and/or breached. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.